Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited multiple noise reversion episodes. The noise could not be reproduced with pocket manipulation. The device would be reprogrammed and would be scheduled for remote follow-ups. No additional information was reported.